Event description:
A 3.5mm diameter by 9mm length s7 stent delivery system was inserted into an unknown coronary artery. It was reported that during the procedure, the stent dislodged from the delivery balloon at an unknown site. The stent was successfully retrieved and removed from the pt. Despite repeated attempts to obtain additional info regarding this event, there is no further info available from the user facility.